Event description:
Physician reports several experiences where product works fine at initial use but when he uses it again later in the same surgery the cannula comes off. No pt injuries have been experienced.